Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information date - time of onset of infection from the surgical procedure? Was any medical intervention performed? Results? Date of surgical intervention for exposure/erosion and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004 and the mesh was implanted. On (B)(6) 2018, the patient was seen by a doctor due to recurrent urinary tract infections and mid-line mesh exposure has been found. Mesh exposure was excised and the follow up awaited. Additional information has been requested.